Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope exhibited burn mark on distal end c-cover. The issue occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Event description:
It was reported, the bronchovideoscope exhibited a burn mark on plastic distal end cover. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d8, g2, g4, h3. Corrected: e1. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.